Event description:
During a coronary drug-eluting stenting treatment procedure, a stent embolizattion occurred. In 2005, the target lesion was the tortuous, moderately calcified 75 % stenosed left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm voyager otw balloon. The physician placed 2 taxus stents of unknown size to the lad, and then attempted to place a 2.50 x 8 mm taxus express2 drug eluting stent distal to the previously deployed stents. Significant resistance was felt while trying to cross the other stents and the stent would not cross. No resistance was felt during withdrawal.after removal of the stent delivery system it was seen that the stent had come off the balloon. Attempts to locate the stent in the body were unsuccessful, thus the stent remains in the patient. The lesion was successful, thus the stent remains in the patient. The lesion was successfully treated with another 2.5 x 8 mm taxus express2 drug eluting stent, and a cypher stent was placed in the left main artery. No patient complications were reported. The patient's condition was reported as "satisfactory/good".